Event description:
The customer reported that an incorrect pt name was associated with a single pt sample processed on a vitros 5600 integrated system. No erroneous results were reported outside the laboratory. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation into this event determined that the vitros 5600 integrated system was operating as intended. A review of datalogger files confirmed the operator was manually programming samples at the time of the event. The data log files indicate the operator had edited an existing tray/cup location by trying to change the location of a sample to a different tray/cup location. A condition code was generated notifying the operator there was an existing sample program already assigned to that tray/cup location. However, the operator did not respond correctly and inadvertently assigned the wrong pt name to the sample program. The root cause of this event is user error when manually programming samples.